Manufacturer narrative:
During the on site inspection a visual and functional test was performed. The table working correctly. Worn brake pads on the floor locks. Unknown cause for breakage. The action to resolve the issue is replaced broken brake pads on the floor locks. It is unlikely that the operating table would tilt or wobble due to a worn or missing articulated foot on the locking unit. Normally, the operating table stands on four feets when locked. The hydraulic system would compensate the height difference (approx. 1cm) caused by the missing articulated foot during the locking procedure, and the table would remain stable on four points. Tipping/wobbling would be conceivable if one of the four floor locks failed to extend, or if one floor lock retracted on its own after the table has been locked, leaving the table standing on only three floor locks. However, such situation was not observed or confirmed. However, if the reported event of a table wobble were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
On 23-feb-2026, a company representative - service personnel contacted technical service to report that operating table trusystem 7000 (product code 1604788, serial number (B)(6)), had table wobble when brakes engaged. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.